Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04127. It was reported that the patient slept on a couch and experienced ineffective therapy. Diagnostic testing indicated high impedance on multiple contacts of the leads. Reprogramming did not resolve the issue. As a result, surgery may occur to address the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.